Event description:
It was reported that customer received a compromised forced sensor alarm. Customer's blood glucose was 5.8 mmol/l. Insulin pump will be replaced.

Manufacturer narrative:
Pump unable to prime during prime/delivery test due to faulty force sensor resistor. No compromised forced sensor alarm noted. Pump received with cracked case at display window corners, reservoir tube, reservoir tube lip, minor scratched display window.